Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the system had no phacoemulsification prior to a surgical procedure. There was no patient involvement.

Manufacturer narrative:
The customer contacted the company service representative to inform that there was no further issue experienced. Thus, the service request (sr) was cancelled. The system was manufactured on march 5, 2018. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).